Event description:
A distributor has informed richard wolf gmbh (rwgmbh) of an issue regarding a ureterorenoscope 12° 8/9.8fr wl 430mm, part ID: 8703.524, s/n # (B)(6). According to the received information, a planned lithotripsy could not be performed because an image failure occurred during the application. The procedure was cancelled.